Event description:
It was reported that the pump began burning and melting. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.